Event description:
Int'l ((B)(4)) complaint received reporting air in line/flow issues during dialysis procedure involving a dialysis set up consisting of unk hemodialysis catheter/dialysis tubing lines and d100 tego connectors. The devices were changed out/replaced. There were no reported adverse pt consequences.

Manufacturer narrative:
The manufacturer has been advised the involved d1000 tego connector was retained but the involved dialysis catheter/tubing lines (MFR, make or model unk) are not available to be returned for analysis. Additional event/usage information has been requested but as of the date of this report no responses have been provided. Initial investigation: a review of the complaint database for similar d100 tego complaint reports was performed. The results recorded additional reports/ device return investigations. A review of those investigations recorded mixed findings including no detect found, usage/technique related, damaged mating devices/components and could not determine. Pending receipt of the available devices, review investigation and analysis will be conducted.